Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed for a loose drive support cap during the prime test due to moisture damage on the force sensor. The insulin pump was received with cracked display window corners, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer received an alarm on the insulin pump to indicate a loose drive support cap. The blood glucose reading was 96 mg/dl. Nothing further was reported.